Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the femoral head via a 6f sheath (unknown model). Peri-procedure, the patient was anticoagulated with angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the rt who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the rt had difficulty shuttling the sealant down through the sheath and was not able to retract the sheath. It appeared that the sealant "began to swell inside the sheath and it looked as if it was caught on the advancer tube, the device was jammed." Then the deployer was able to retract the shuttle back to the handle but the sealant came back with it. The device was removed from the patient and the patient was converted to approximately 20 minutes of manual compression in conjunction with a thrombex patch. Hemostasis was achieved. The patient was reported as hospitalized for an unrelated and unspecified reason. The patient was discharged on (B)(6) 2012.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.